Event description:
Caller alleged discrepant inratio results when compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 0.8, 3.7, lab: 3.7. Caller alleged discrepant inratio imprecision results with inratio meter. Date: (B)(6) 2012, inratio reading 1: 0.8, inratio reading 2: 3.7. Time between tests were reported as a short time. Patient's therapeutic range is unknown.

Manufacturer narrative:
Investigation pending.